Event description:
Trocars place in abdomen and camera noticed a small fluorescent blue "speck" by the left side port on the abdominal wall. Grasper was used to remove this "speck". It apparently was from the blue robotic obturator. Rfna looked at the remaining trocar that was removed and the a very small " speck" appeared to come from the disposable blue trocar.